Event description:
(B)(4) - the dealer reported that the 6291-1 walker rivet gave out, and the walker was wobbly. There was no patient injury reported.

Manufacturer narrative:
(B)(4) issued MFR. Report # 1531186-2012-01880 indicting the manufacturer as unknown. Date code of 111026 identified the correct manufacturer as (B)(4).